Event description:
It was reported a patient had allergic reaction to the aligners. The patient refers itching at her tongue, palate and buccal mucosa. She has also experienced swelling and dryness of her lips since she started with the new set of aligners. Based on doctor's professional opinion, it is considered a serious injury. The symptoms started 2 or 3 days after using the aligners. Patient seeked medical attention with a dermatologist. Diagnosis was not provided. Patient was referral to a maxilofacial surgeon. Patient will have a follow up visit in one (1) week. It was prescripted acyclovir. No information was provided if patient is fully recovered.